Event description:
It was reported that the patient using dexcom g7 with the ilet experienced a brief sensor error resulting in intermittent communication between the cgm and the ilet; support guided the caregivers to toggle cgm settings from g6 back to g7, re-enter the pairing code, and wait for reconnection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with caregivers and analysis of information they provided. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the electrical/magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.